Event description:
Edwards received information that the patient expired after implantation of a 7300tfx 25mm mitral valve. Date of death is unknown. The patient was admitted with acute myocardial infarction that led to the replacement of his mitral valve with a 25mm edwards pericardial valve. The valve was tested for paravalvular leakeage with distention of the ventricle and no leak was identified. The patient had diffuse coagulopathy consistent with class IV heart failure and liver congestion. The patient left the or in critical condition and passed away after an unknown length of time.

Manufacturer narrative:
The device was not returned as it remained in the patient at time of death. Without return of the device, the reported death cannot be investigated and a root cause cannot be determined. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.